Event description:
It was reported via repair work order that the power load transfer lock assembly was not working, this could effect securing of the cot to the system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.